Manufacturer narrative:
According to the practitioner the implants didn't take and failed to integrate. The implants have been placed in 26 and 27 positions on (B)(6) 2018. Two days later after the implantation, the practitioner has found that the implants failed to integrate. The implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees theirs conformity. The implants have been evaluated through a biological risk assessment which concludes that theirs toxicological profile is acceptable. The implants loss suggest that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
The implants fail to osseointegrate.